Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to how the patient felt and/or their normal readings. This complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened back to. The patient stated that the alleged meter issue first occurred at 10pm on (B)(6) 2015. At this time the patient obtained a blood glucose reading of ¿571mg/dl¿ on the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results, and in response to the alleged elevated result of ¿571mg/dl¿ the patient claimed to have taken an additional ¿100 units¿ of insulin (type unspecified). One hour later the patient ¿passed out¿. It is not known how long the patient was unconscious for, nor how they regained consciousness, but the patient stated that they were treated with IV glucose by the emergency medical services (ems) sometime after passing out. The patient¿s blood glucose was measured after treatment and a result of ¿170mg/dl¿ was obtained on the ems meter. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter. The patient walked through a control solution test with the cca and the result fell out with the acceptable control solution range for the test strip lot being used. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient obtained a reading on the subject meter which they felt was inaccurately high, administered medication due to this result, and then suffered symptoms suggestive of serious injury after the alleged product issues began.